Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultramini meter is giving an error 5 message. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with oral medication, diet, and/or exercise. The error 5 issue is intermittent. The pt is unsure as to when the product issue began. Reportedly, the same day at 12am, the pt got an error 5 message on the subject meter. The pt started to feel clammy afterwards. The pt's daughter provided the pt with her oral diabetes medication of glucophage (500 mg) at 1am. Then, the pt was able to obtain a blood glucose reading in the "40's mg/dl" on the subject meter and was treated with beverage. The pt did not test on any other devices. During troubleshooting, the customer care advocate verified that the testing technique was incorrect and the error 5 issue was resolved with training. This complaint is being reported because the reporter claimed the pt had symptoms that can be associated with hypoglycemia after the product issue began. In addition, the pt obtained a hypoglycemic reading and received treatment that can be suggestive for hypoglycemia approx one hour after receiving the error 5 message. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.